Event description:
Scope was removed from the scope tower when the nurses smelled something burning. She observed the end of the scope and noted smoke coming from the end of the scope. The scope was removed from service and reported to the olympus company representative. No smoke was noted coming form the scope before or during the procedure. No harm happened to the patient. This instrument was a loaner endoscope from olympus. Our endoscope was being repaired by olympus because the same situation occurred a month before.